Event description:
This is the fifth reported incident involving this product. See medwatch report dated 9/28/95. The us distributor for this product informed hosps, following previous reports, that the MFR is aware of the problems with this product. Apparently there is a problem with the molding process and co has recommendations as to how the product should be taped to prevent this from happening but has not changed their packaging or made any attempt to notify the customer as to the steps to take to prevent these types of incidents from occurring. Based on continued problems with this product, it appears as if the MFR needs to provide further instruction as to the proper use.